Event description:
It was reported that after a da vinci-assisted umbilical hernia ipom surgical procedure, the or staff informed that universal surgical manipulator (usm) 1 had a loose cover. The customer stated that the cover wiggles when touched, especially on the back side near the insertion axis. The cover is the usm carriage cover and right in the back in the middle directly below the # 1 is loose the customer said. The customer said they have a case tomorrow morning and would like the field service engineer (fse) to come and fix it. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmed as having occurred in the field via a log review. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested using a testing platform with no triggered errors or failures. Upon visual inspection, the unit was found to have physical damage,. The carriage was found to be loose on the rail. The insertion rail failed the linear bearing test. The complaint regarding a loose cover was confirmed based on the field evaluation and failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s system logs showed two procedures, an inguinal hernia bilateral and unilateral, were performed on (B)(6) 2022 on system sk0331. At this time, it is unknown which procedure is applicable to this reported event. Image(s) and/or video clip(s) associated with this reported event were submitted for review and is consistent with the customer reported issue of a loose usm cover. The image shows the customer pushing a piece of the usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.